Event description:
This pt rec'd a gore excluder aaa endoprosthesis for the treatment of an abdominal aortic aneurysm. The pt did have very tortuous anatomy. Following successful deployment of the contralateral leg component, the leading shaft of the catheter separated. The physician was able to retrieve the leading shaft using a snare. There were no reported adverse clinical consequences to the pt as a result of this event.

Manufacturer narrative:
H6: a review of the mfg paperwork is being conducted.